Manufacturer narrative:
The original medwatch stated that the problem was isolated to a faulty expiratory valve, however that info was incorrect. The ventilator was evaluated by the hosp and the reported problem was not reproducible. The ventilator was returned to service and has been running with no problems. The actual cause of the failure cannot be determined at this time.

Event description:
The ventilator was connected to a pt. When the it% selector was set to 50% or greater, inspiratory tidal volume remains at 400ml independant of the preset minute volume knob. There was no pt injury.